Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. Caller called with the patient on the line during a virtual appointment today. It was reported that the patient experienced the following: sudden return of diarrhea, "severe" shocks in the vaginal area and brain shocking, pain at the implant site. Patient stated no trauma or falls that happened last week. Patient stated they spoke with an "ambassador" who instructed the patient to turn it down 2 points but that did not help. Technical services reviewed to consider turning off the ins to see if the shocking sensation went away. There was a request to have the local manufacturer representative (rep) get in contact with the patient. Patient didn't have a local hcp at the moment and was implanted in orlando, fl. Technical services tried multiple times to redirect the patient to the implanting hcp. Caller stated that the patient had tried to contact the hcp but hcp was not returning phone calls. Patient was getting established with new group in (B)(6).

Event description:
Additional information was received from the patient. They reported that they were still having issues and the problems was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.